Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after the pump cartridge ran low, attempted a cartridge change with overfill, and observed insulin leakage from the back of the cartridge, followed by replacement of all supplies; the user remained unattached for a period and administered a subcutaneous insulin pen injection. Symptoms included elevated blood glucose up to 310 mg/dl without loss of consciousness or acute illness. Outcomes included self-management with a manual correction dose and no medical intervention or hospitalization. Investigation included technical troubleshooting and user education conducted by support personnel. Investigation of this case revealed evidence of a leaking cartridge and unsuccessful fill that prevented insulin delivery until supplies were replaced. It was concluded that insulin delivery was interrupted due to a leaking cartridge, resulting in temporary hyperglycemia that resolved with corrective actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.